Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device powered on, however, powered off immediately after the boot splash screen was displayed. The reported issue was caused by metallic shorting inside the on/off button which created an electrical short across the button and resulted in the button being "electrically" pressed even when it is not physically pressed.

Event description:
The customer reported the rad-g "randomly turns off and on by itself." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text : product not returned.

Event description:
The customer reported the rad-g "randomly turns off and on by itself." No patient impact or consequences were reported.